Event description:
Report received indicated that during a percutaneous transluminal angioplasty resistance was met between the stent delivery system (sds) and guidewire resulting in loss of target site. A cook guidewire was positioned over the target lesion. The sds was prepped and used following the instruction for use (IFU). The sds was backloaded over the cook guidewire however there was resistance and was unable to advance over the guidewire towards the lesion. Therefore, the cook guidewire was retrieved and exchanged without difficulties for an amplatz superstiff guidewire thereafter ending procedure successfully. There was no pt injury. This product has been returned for evaluation and testing, however the engineer's report is not yet complete. Additional info will be sent within 30 days upon receipt.